Manufacturer narrative:
Correction: section g2 - consumer was checked erroneously as there was no information provided to by the consumer.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead dislodged resulted in loss of atrial capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was stable.